Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose of 35mg/dl, which she treated with carbohydrates. Troubleshooting suggested that her insulin pump was working properly. No additional information was reported.